Manufacturer narrative:
(B)(4).

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01228, 3006425876-2023-01229.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01228, 3006425876-2023-01229 and 3006425876-2023-01230.

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01228, 3006425876-2023-01229 and 3006425876-2023-01230.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**